Event description:
Pt was having a laparoscopic procedure where surgeon was using a herman uterine manipulator. The tip of the manipulator came off without the surgeon's knowledge. The tip does not fit securely onto the handle. There was no untoward outcome for the pt, however, after examining the other herman uterine manipulator in stock that tip also did not fit securely and allowed for the tip to easily come off the handle.